Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position. The patient had secondary/functional tricuspid regurgitation. After crossing the tricuspid valve with the implant, the patient had to be reanimated for a short period of time. An internal temporary pacemaker was placed, and the procedure was finished with a good outcome. The patient was discharged without the need for a permanent pacemaker. The patient was in a stable condition after the procedure, and no further actions were taken.

Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.